Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical information. Based on the information provided, this case is being reported as an adverse event. In 2004 around 11pm, pt tested twice and obtained a reading of 505 and a 511mg/dl. Pt took insulin after obtaining the readings on their meter. Pt did not experience any symptoms at the time of testing. Pt tested half an hour later and obtained a 55 and a 32mg/dl. Pt drank some juice and called the paramedics where pt was then taken to the hospital and was treated with IV. No information on what the reading was at the hospital. The test strips were in good condition and not expired. The technique of applying blood was done properly; however, the cleaning of the puncture area was done incorrectly. Pt suffered a serious injury and meter may have contributed to the injury.